Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: strip issue, user has high glucose value.

Event description:
Consumer complaint of blood results reading "hi". Grandson called concerned his grandfather was reading "hi". Advised "hi" was over 600mg/dl. Ran blood test on grandson - 87mg/dl. Advised meter is reading accurately and to seek medical attention if they did not know what to do. Customer satisfied.